Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump reservoir leaked. Customer also indicated that there was air in the tubing. The customer's blood glucose reading was unknown at the time of incident. Troubleshooting found that this issue with the pump has occurred twice. The customer was advised that the device would be replaced and to return the product for analysis. No further details provided.

Manufacturer narrative:
Reliability analysis evaluated two opened/used reservoirs. Inspected the reservoir o-rings/stopper groove for anomalies and none were found. Ran the basal, bolus leaking test and the reservoirs did not leak. Evaluated three sealed reservoirs. Inspected the reservoir o-rings/stopper groove for anomalies and none were found. Ran basal, bolus leaking test and no leaks were noted.